Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in the unipolar configuration. R-waves were measured at 3.2 mv in bipolar and noise was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.